Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 13 poly insert. The following devices were also listed in this report: tri ts femur sz4 right; cat# 5512-f-402; lot# jyji. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# m9e35e. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# m9e34e. Tri ts baseplate size 3; cat# 5521-b-300; lot# jwuna. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Patient presented unstable. The surgeon converted to a gmrs/mrh tibia.